Event description:
The user facility reported that during an endobronchial ultrasound with fine needle aspiration, the users experienced difficulty advancing biopsy needles through the distal end of the bronchoscope. The users reportedly used a total of 6 needles from different lot numbers, but none of the needles could be extended out of the bronchoscope. The users reported when the needles were withdrawn from the bronchoscope, the external plastic sheathes were noted to be damaged or partially sheared. The procedure was reportedly aborted. The current condition of the patient is unknown. There was no further information provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation revealed that the instrument channel was punctured near channel pipe at the distal end of the bronchoscope. The channel pipe was noted to be bent, and there were scrape marks on the instrument channel port. The device failed leak testing. The device was refurbished. As part of the follow-up to this report, an olympus sales representative visited the facility to assess the user's technique and provided training as necessary to facility staff. This report is being submitted as an MDR in abundance of caution. Cross reference MFR. Report number: 8010047-2009-00238 for the needles used with this device.